Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm and critical pump error, problem isolated to the force sensor. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 163 at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.